Event description:
It was reported that the patient experienced pocket erosion and infection. The implantable cardioverter defibrillator was explanted. Patient was stable. Additionally, it was noted that the patient suffered from mental issues and was unable to stop fidgeting with the pocket to which the device was implanted and managed to pick open the pocket which in its short time of implant became infected as a result.

Manufacturer narrative:
The reported event of infection on the implantable cardioverter defibrillator was not confirmed. The device was returned for analysis. The analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.